Event description:
It was reported that there was an event of lead failure to capture observed during implant when the patient presented for a generator upgrade procedure. The lead was not used and replaced successfully. The patient was discharged.